Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt in our post market quality assurance laboratory. Visual inspection revealed no abnormalities. In the lab, the device could not be interrogated; however, it was confirmed that the device was operating in safety mode. Detailed analysis revealed that the battery had a depleted cell, with no battery related failure identified. Laboratory analysis did not identify a failure in the device's hybrid components; therefore, the cause of this observation could not be confirmed.

Event description:
It was reported that this device was received by post market quality assurance without a known reason for explant. No adverse patient effects were reported.